Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service engineer that the cs300 needed safety disc and battery repairs during preventive maintenance. No patient involved.

Manufacturer narrative:
After further investigation, it was identified that the battery was expired. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary.